Event description:
During electric stimulation treatment conducted by physicial therapy assistant, burns to skin occurred at electrode sites (4) of undetermined depth at this date. ER visit resulted for evaluation, surgeon consult conducted 2 days later and wound care specialist consult scheduled. Unable to stage wounds at this date. Investigation by nursing home still ongoing. Unable to determine cause of burns. At this date (example - use error, equipment malfunction, medical status change, etc) currently considering fact that bb's tolerance level of e-stim (machine output level) was 24 on dat before event and was 80 on event date, but have no confirmation at this time that this would result in burns.